Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the event happened during surgery. Performed procedure was "meniscus suture". The needle bent, going under the condyle during surgery. This happened when the doctor tried to insert the first anchor. He had to make a resection and it was not possible to complete the surgery successfully. Follow-up investigation: there is no second procedure planned as the meniscus was resected after the speedcinch failed. The doctor used 3 speedcinches on the case, and didn't want to continue attempting.the patient is fine, since the procedure was completed in an alternative way.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the two returned devices cannula tracks, and distal tips are severely bent. In addition, one of the devices mechanisms is severely damaged. The trigger is separated from the handle causing a gap between the two components. Implant #1 and #2 were not attached to pushrods. Pushrods #1 and #2 did not fire completely. After further evaluation, it was found that the gear rack and the gearset were offset which caused the pushrods to not fire completely. Also, the gearset's teeth are damaged, and the trigger's teeth are broken off and stripped. The device met all material specification as received. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Tip bending is typically caused by leveraging/prying the device during implantation procedure. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the event happened during surgery. Performed procedure was "meniscus suture". The needle bent, going under the condyle during surgery. This happened when the doctor tried to insert the first anchor. He had to make a resection and it was not possible to complete the surgery successfully. Follow-up investigation: there is no second procedure planned as the meniscus was resected after the speedcinch failed. The doctor used 3 speedcinches on the case, and didn't want to continue attempting.the patient is fine, since the procedure was completed in an alternative way.